Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the infusion set was occluded with blood. Customer stated that the infusion set kept sticking to the serter and the cannula was not able to be inserted at all. Blood glucose level was 485 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Reliability analysis evaluated one opened quick-serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.